Event description:
Asr revision.asr hip resurfacing system - right.reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Z-1749/1816-2011. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Updated dates. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Left hip revised.

Event description:
New etq record created in order to update etq (legacy system) complaint number dint (B)(4). Reason for original complaint ¿ asr revision asr hip resurfacing system - right incorrect see below reason(s) for revision: alval / soft tissue reaction. Update received (B)(6) 2013. Hip side amended. Hip(s) to be revised: left. Update received: (B)(6) 2014 - added surgeon title: mr, added further reason(s) for revision: pain, filled mapped to mw fields, attached surgeon confirmation form and amended product type: asr xl.